Event description:
It was reported that the patient with this pacemaker presented to the hospital for evaluation after a fainting episode. A request was made to have device data analyzed by technical services (ts). However, the patient's pacemaker and right ventricular (rv) lead were replaced the same day due to a gradual increase in the rv capture threshold. As there is no device data in the latitude remote patient monitoring system, ts recommended the explanted device be returned for laboratory analysis. Besides intervention, no other adverse patient effects were reported. To date, device return has not been confirmed. Of note, the manufacturer of the rv lead has not been reported.

Manufacturer narrative:
At this time, product return is not indicated. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.